Event description:
Previously treated gsv was treated below the knee. Dvt at posterior tibial popliteal junction. Pt was treated with lovenox and coumadin and target procedure was successful.

Manufacturer narrative:
Dvt is a known potential adverse effect in interventional procedures. This is not a device failure. The physician treated the dvt with levonox and coumadin and the target procedure was successful.